Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported discrepant readings between his adc freestyle libre sensor and a competitor brand device, reporting his sensor provided scan readings of 315 mg/dl, 459 mg/dl, 499 mg/dl, and 192 mg/dl. The customer was reportedly asymptomatic, but went to the emergency room due to the discrepant readings. It was further reported that at the emergency room "glycemic indices reached 900" and the physician "increase the dose of insulin half percent". No further treatment details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) was returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported discrepant readings between his adc freestyle libre sensor and a competitor brand device, reporting his sensor provided scan readings of 315 mg/dl, 459 mg/dl, 499 mg/dl, and 192 mg/dl. The customer was reportedly asymptomatic, but went to the emergency room due to the discrepant readings. It was further reported that at the emergency room "glycemic indices reached 900" and the physician "increase the dose of insulin half percent". No further treatment details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported discrepant readings between his adc freestyle libre sensor and a competitor brand device, reporting his sensor provided scan readings of 315 mg/dl, 459 mg/dl, 499 mg/dl, and 192 mg/dl. The customer was reportedly asymptomatic, but went to the emergency room due to the discrepant readings. It was further reported that at the emergency room "glycemic indices reached 900" and the physician "increase the dose of insulin half percent". No further treatment details were reported. There was no report of death or permanent impairment associated with this event.